Event description:
It was reported that pump experienced malfunction alarm with code malf 16, and caller stated no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was part of field correction, guided caller through pump reset using provided reset information, confirmed malfunction did not recur after reset, and advised caller to continue using pump and call back if malfunction code appeared again, which caller acknowledged and understood.